Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Traces of blood were observed on the c-ring. The c-ring was detached from the metal wire and the scope was tubing. The c-ring was observed microscopically. Evidence of adhesive was observed inside the holes of the c-ring where the metal wire and scope wash tubing are inserted. The wire and the scope was tubing were evaluated under microscope. Residues of adhesive were found on the scope was tubing and the serrated surface on the metal wire. The scope wash tubing appeared to be kinked at the c-ring joint position. There were no missing parts on the cannula except the c-ring which was returned. No other non-conformities were observed. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for c-ring break. The DHR for the cannula subassembly was reviewed. No non-conformities were observed. The lot conformed to the c-ring bonding manufacturing process instructions. The lot conforms to all the requirements and specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring appeared to have separated from the struts. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring appeared to have separated from the struts. A replacement device was used to complete the procedure. The hospital did not report any patient effects.